Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged, had no capture, and decreased sensing. The lead was revised and remains in use. No patient complications have been reported as a result of this event.